Event description:
It was reported the subject device view is grainy and unclear. The investigation results confirmed the image was out of focus. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the image was out of focus and the root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device view is grainy and unclear. There were no reports of patient involvement.